Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, one mitraclip was implanted at medial anterior and posterior leaflet 2(a2p2). Second mitraclip was implanted at mid anterior and posterior leaflet 2(a2p2). Upon release, increase in mr was observed. An attempt was made to deploy third mitraclip nt. The clip was advanced into left ventricle and grasp attempted. On closure, increase in mr was observed. Grasping of posterior leaflet was unsuccessful. The clip was retracted back into left atrium and interaction with anterior leaflet was noted. Troubleshooting was performed and it caused the leaflet to flail. The clip was removed from anatomy. A fourth clip was placed successfully at lateral a2p2 to stabilize the second clip. The mr was reduced to grade 3 post procedure. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported migration or device damaged by another device (dislodged). Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported migration and device damaged by another device (dislodged) are related to procedural conditions (interaction during positioning of another clip).

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, one mitraclip was implanted at medial anterior and posterior leaflet 2(a2p2). Second mitraclip was implanted at mid anterior and posterior leaflet 2(a2p2). Upon release, increase in mr was observed. An attempt was made to deploy third mitraclip nt. The clip was advanced into left ventricle and grasp attempted. On closure, increase in mr was observed. Grasping of posterior leaflet was unsuccessful. The clip was retracted back into left atrium and interaction with anterior leaflet was noted. Troubleshooting was performed and it caused the leaflet to flail . The clip was removed from anatomy. A fourth clip was placed successfully at lateral a2p2 to stabilize the second clip. The mr was reduced to grade 3 post procedure. There was no clinically significant delay . No additional information was provided.